Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 3000 pg/ml with a data flag, and the repeated result was 1754 pg/ml. The sample was repeated, and the result was >3000 pg/ml. A 1:10 dilution was performed, and the result was 1818 pg/ml. The sample was repeated because the initial result had a data flag. The result of 1754 pg/ml was believed to be correct.

Manufacturer narrative:
The reagent's lot number is 844594. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found high blank cell reagent signals. He cleaned all of the probes, wash stations, incubator, and open/close mechanisms. He found the sipper probe was not centered in the wash station and adjusted the sipper rinsing position. He performed liquid flow cleaning, checked the voltage, and removed bubbles from the bead cartridge. He adjusted the photomultiplier high voltage and performed a blankcell calibration. He primed the sample/reagent and sipper probes, ran measuring cell preparations, and ran performance testing that was within specification. The customer completed calibrations and qc with results within expected ranges. The investigation determined the service actions resolved the issue.